Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. Alarm due to zero reservoir volume reached. The patient was at a long term care facility in a new area. The pump started alarming, the staff realized it was the pump and a doctor interrogated and found empty reservoir occurred at 6am the day of the initial report. The patient did not have any withdrawal symptoms at the time of the report and was ¿sleeping comfortably.¿ it was noted that the drug was not going to be available for 2 days. It was also noted that the doctor was going to ¿only¿ fill with baclofen and not dilaudid. It was also noted that there was ¿possibly¿ a catheter issue since the patient was not having any withdrawal and they were on 1200mcg/day. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot# serial# unknown product type: catheter. (B)(4).